Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #3 (class iii-IV bone) on 3/13/97 during a routine procedure. The implant was removed on 4/18/97. The clinician reports that the failure may be due to delayed wound closure resulting from heavy smoking by the pt. He also reports that the pt was taking many medications leading to dry mouth.